Manufacturer narrative:
(B)(4). Follow up MDR for updated device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed with the syringe barrel. A device history review was performed for lot 2406042, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no burnt material or other foreign matter was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and quality processes were completed accordingly. While we could not identify a direct issue, the burnt material likely generated during the molding process and became injected into the syringe mold, embedding the burnt material as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2406042, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no burnt material or other foreign matter was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed accordingly. Based on the available information, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date: 08/08/2024 reference: 300865 serial or batch number: (B)(6) description of facts, circumstances and means used: yellow stains on inner plastic. Frequency: 2-trees unlikely (1 å 2 times per year) description of consequences: discarded syringe and loss of product.